Manufacturer narrative:
No devices have been returned to plus orthopedics. Should they be returned at some point in the future an evaluation may be performed (although the need for revision surgery is currently not believed to be due to any device conditions).